Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device was filled with 230 ml of a 4500mg of flurouracil in normal saline. The therapy was expected to complete in 46 hours; however, the device still contained solution after disconnection. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. A functional flow rate testing was performed and the device was found within specification. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.